Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 410mg/dl, and she was treated with manual injections and an insulin drip. Troubleshooting was performed. It was stated that the customer was experiencing nausea and chest pains. It was mentioned that the events leading to her admission was extreme temperature change. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.